Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device did not cut properly. On (B)(6) 2017, it was clarified that the device was not repaired by anyone other than zimmer biomet and there was no adverse event associated with the failure. It was also noted that there was no harm or injury to the operator. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation (B)(4). The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was march 16, 2009 where there was no event reported and the damaged head, bearings, calibration shaft, motor, poppet assembly, reciprocating arm, seal and retaining ring, throttle lever, swivel, and hand piece assembly were replaced. This is not a related issue. Initial qa inspection of the air dermatome on march 7, 2017 revealed that the calibration was out of specification and the motor speed was within specification. It was also noted that the head and control bar was visibly damaged. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on march 7, 2017 which included replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, damaged head, damaged control bar, calibration shaft, and swivel. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial the technician could not replicate the reported event. However, it was noted that the device calibration was out of specification and the head and control bar were visibly damaged. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, damaged head, damaged control bar, calibration shaft, and swivel. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device did not cut properly. No adverse events have been reported as a result of the malfunction.